Manufacturer narrative:
H3: one device was returned for repair in used condition with complaint of pump not powering up and damaged downstream occlusion (dso) sensor. Visual evaluation found a downstream occlusion (dso) seal peeling. Functional tests duplicated reported primary problem, as the device would not power up. The cause could not be determined. Replaced the dso seal and performed preventive maintenance per internal procedure. The device passed all functional tests after the repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump would not power up and the downstream occlusion seal was damaged. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.